Event description:
New information received notes that the device was explanted on (B)(6) 2018. The leads were capped to allow the patient to recover for a few days prior to a new device subsequently being re-implanted. A replacement was implanted on (B)(6) 2018.

Event description:
New information received notes that the patient was stable post replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was eroding through patient's skin. It appeared infected but any positive bacterial assays were not reported. The physician opened the pocket, explanted the device and decided to cap the accompanying leads. The pocket was revised, cleaned with antibacterial solution. The patient tolerated the procedure well.